Event description:
It was reported that the customer's insulin pump screen was turning off. The customer had also received battery out limit and unexpected restart alarms. Troubleshooting was performed. The patient stated the insertion site of the infusion set was irritated. It was advised that the customer change out the infusion set every two to three days per instructions for use and the customer stated she was changing out her set every four to five days. It was further found the customer was using an incompatible battery that may have been affecting the insulin pump's function. The customer's blood glucose was 18 mmol/l, which she treated with injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).